Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg was unable to communicate following an unrelated hip surgery. Surgical intervention may be pending to address this issue.